Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stated that they were on chemo for rectal cancer plus they had a blood clot in their right leg. It was noted that at the time of the report their unit was off until the medical problems were cured. The patient stated that they would contact the manufacturer representative (rep) when they need to be checked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they might be having problems with their implantable neurostimulator (ins). The patient wanted it checked out to make sure it was ok. The patient had rectal cancer and was doing "number 6 chemo" as well as radiation. The patient's healthcare professional checked their ins after the radiation and told the patient it was running great. The patient was concerned that the ins may have moved because when they were trying to charge it, they couldn't find it and weren't able to get a connection. The patient had been charging it off and on and was currently at (B)(4). The patient was sleepy and tired from the chemotherapy. The ins was indicated for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-03-22. It was reported that the patient wanted to have their ins checked. They did not feel like it was working, and it was not helping with their pain. The patient said this has been happening for about approximately 6 months. The patient just recovered from rectal cancer, after having it for 2 years, so she was not as worried about the ins, but now that the rectal cancer was resolved she wanted to get the ins working. The patient reported she was on muscle relaxers and that she gets dizzy from them and ¿not from the device¿ and doesn¿t fall but kind of loses her balance and trips. She catches herself and doesn¿t go all the way to the floor and that this started happening about 5 months ago. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated to correctly reflect adverse event and product problem.